Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) "rose to approximately" 560 mg/dl. Customer delivered a bolus to address bg. Cause of elevate bg was not known. Reportedly, contact discussed event with a healthcare provider.